Event description:
It was reported that following a coronary artery stenting treatment procedure an allergic reaction occurred. The pt had an unk size liberte' bare metal stent implanted to treat an unspecified lesion. At an unspecified time after implant, the pt reported to her cardiologist that her allergist "thought she was allergic to her stent". Additional info was requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.